Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information received reported that during the lead revision procedure, it was discovered that the patient experienced a pericardial effusion due to a perforation. The physician was unable to determine if the old rv lead that was being explanted or the newly implanted rv lead caused the perforation. The physician performed a pericardiocentesis procedure and successfully drained the pericardial fluid. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction: b2-outcomes attrib to adv event; b5-describe event or problem; h6-patient codes; h6-impact codes.

Manufacturer narrative:
Correction: b2-outcomes attrib to adv event; b5-describe event or problem; h6-patient codes; h6-impact codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information received reported that during the lead revision procedure, it was discovered that the patient experienced a pericardial effusion due to a perforation. The physician was unable to determine if the old rv lead that was being explanted or the newly implanted rv lead caused the perforation. The physician performed a pericardiocentesis procedure and successfully drained the pericardial fluid. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information received reported that during the lead revision procedure, it was discovered that the patient experienced a pericardial effusion due to a perforation. The physician was unable to determine if the old rv lead that was being explanted or the newly implanted rv lead caused the perforation. The physician performed a pericardiocentesis procedure and successfully drained the pericardial fluid. No additional adverse patient effects were reported. The lead was returned for analysis.